Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached normal end of life with okay telemetry and output. It was reported the ¿ins passed functional testing.¿ it was stated ¿a longevity estimate based on the programmed settings shown on the returned printout of 2014-(B)(6) indicated an expected life of 1.44 months to elective replacement indicator (eri) and 4.44 months to end of service (eos). According to the trace report taken from the ins, the battery reached eri in 4.5 months and eos in 6.1 months.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reached end of service (eos) ¿already after six months¿ of therapy. It was stated the ins ¿stopped working¿ at that time. It was noted the ins was replaced three days prior to report. It was reported the patient had been without therapy and had experienced pain at an unknown location for approximately one week prior to report. It was stated the patient was alive with no injury at the time of report. Additional information indicated the patient was at the elective replacement indicator (eri) on (B)(6) 2014. It was noted that at that time the patient¿s ins had ¿no electrodes out-of-range¿ when the impedances were tested. A supplemental report will be filed if additional information is received.